Event description:
Additional information reported indicated that the patient had an appointment on (B)(4)-2012 and everything worked normally. The patient had good therapeutic results and they were happy with the device. If additional information becomes available, a follow-up report will be sent.

Event description:
Additional information received reported that the impedance issue was an unknown cause.

Event description:
Additional information received reported that the cause of the event was that the battery needed to be replaced. Reprogramming was performed on (B)(6) 2012. Results were "good" after battery replacement. Hospitalization was not required and there was no patient injury.

Event description:
It was later reported they were doing a lead revision due to poor lead location and noticed the implantable neurostimulator (ins) showed that capacity was less than 50%. The health care professional was concerned because the device had been implanted about six months prior. It was noted the patient had been running stimulation around 10 volts. Longevity calculation was done to calculate estimation of ins life. Calculation was run using 8 volts, 210 microseconds and 14 hertz which gave 8 months to end of service estimate. The doctor wanted to replace battery because capacity had been reduced. Follow up reported the lead revision corrected the initial problem and the patient was programmed.

Event description:
Additional review indicates information previously reported in MFR # 3004209178-2012-04733-004 pertains to manufacturer's report # 3004209178-2013-00422.

Event description:
It was reported that impedances measured and found to be over normal range for this device on all of the bipolar pairs and the unipolar pairs except c-1, which measured within normal range. Impedances were measured again at 2.0 volts and they increased the pulse width with the same results except c-1 measured within normal range. When c-0 was programmed, the patient felt a slight stimulation sensation in the proper area at very high amplitudes. When c-1 was programmed, the patient felt stimulation in the proper area at 3.0 volts. The program was left at c-1 and they planned to monitor therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v073596, implanted: (B)(6) 2007. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).